Manufacturer narrative:
The reported lead damage was confirmed. Visual inspection of the returned lead showed the distal contact of the terminal end was partially detached from the lead body. It was pulled 1cm away from the lead body but was still attached by the inner lumen. Despite the damage, the lead passed all electrical tests which explains why therapy was not interrupted. The damage observed is consistent with the lead being subjected to an overstress condition or sudden event, i.e. Bending over, while in vivo.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-05193.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR report: 1627487-2019-05193. It was reported that during an ipg implant procedure it was noticed that the distal contact of the terminal end of the drg lead had detached itself when removing from the extension. As such, the lead and extension were explanted on (B)(6) 2019 and the procedure was abandoned. It was noted that x-rays were taken and were inconclusive for lead migration. It is unknown which lead was implanted. As such, both were reported.